Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The performed circuit leak test was done ten times, the results were pass. The ventilator passed 93 hours of extended tests at the customer's settings. The ventilator also passed the initial final test and initial alarm volume test.

Event description:
It was reported to vyaire medical that the ventilator would not ventilate. There was no report of any patient involvement associated with this reported event.